Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. There was no telemetry with or without the antenna. The patient had a non-rechargeable device and had not been recently implanted or had a revision surgery. Using the antenna, confirming the antenna was secure, and syncing with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna, placing the patient programmer directly over the ins on the skin, and syncing with the ins did not resolve the issue. The patient had been having problems turning the stimulation on and off for the last couple of days prior to the report as it started on the wednesday or thursday prior to the report. On the day of the report, it finally went on, but then it shut off. It was noted the patient had another patient programmer and was still having this problem. The patient used an antenna. He patient tried without the antenna, and he reported he was still not able to communicate. Relevant medical history included spinal pain.